Event description:
Automatic low air loss, turing mattress - micro-air turn-q. Supplied by hospice. Wasn't able to obtain main MFR #'s etc. Turning mattress caused resident to be turned on their face without any ability to turn back. No injury or negative outcome but possibility existed. Mattress removed from bldg.